Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms #: (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Visual inspection observed that the top case was cracked down from the handle. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Replaced coupling and worm gear as a preventative measure, as device was over five years old.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.